Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a detached downstream occlusion (dso) seal. Status of the product at the time of the event was during testing. There was no patient involvement.

Manufacturer narrative:
D3: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated and the upstream occlusion (uso) seal was buckling. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The uso and dso seals were replaced.